Event description:
Customer reported, the system sounds an alarm, and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input transformer to compensate for changes in facility power. System operates as intended.